Event description:
(B)(6) 2024, for real-time monitoring of arterial blood pressure, before transfer to the department to remove the right radial artery cannula, the tip of the tube remains in the patient, please vascular surgery consultation radial artery incision removal surgery, the process went smoothly, after the operation was transferred to the department of hip and joint surgery to continue treatment. Observe the situation of the right radial artery surgical site and the blood flow of the fingertip. There is a potential risk of dispute.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of broken catheter was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that unknown bd arterial catheter broke/ separated from hub the following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2024, for real-time monitoring of arterial blood pressure, before transfer to the department to remove the right radial artery cannula, the tip of the tube remains in the patient, please vascular surgery consultation radial artery incision removal surgery, the process went smoothly, after the operation was transferred to the department of hip and joint surgery to continue treatment. Observe the situation of the right radial artery surgical site and the blood flow of the fingertip. There is a potential risk of dispute.